Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed based on operative notes received. Device history record was reviewed and no discrepancies were found. Review of complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient is experiencing unexplained pain, limping, and discomfort following right hip arthroplasty. A revision procedure has been indicated; however, no procedure has been reported to date.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will return to zimmer biomet for investigation, once the revision has taken place, as it currently remains implanted. The investigation is in process. Once the investigation is completed, a follow up MDR will be submitted. Concomitant medical products: us157148, femoral head, lot # 535430. Multiple MDR reports were filed for this event, please see associated reports:0001825034-2018-00244, 00245.

Event description:
It was reported that patient is experiencing unexplained pain with her right hip replacement. A revision procedure has been indicated; however, no procedure has been reported to date.